Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture on the right ventricular (rv) channel which led to a period of asystole of greater than two seconds. A drop in the rv pacing impedances from 819 to 700 ohms was also noted. The ICD was later explanted without any further allegation made against it. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited loss of capture on the right ventricular (rv) channel which led to a period of asystole of greater than two seconds. A drop in the rv pacing impedances from 819 to 700 ohms was also noted. No changes were made to the system and the ICD remains implanted and in service. No adverse patient effects were reported.